Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 the atrial lead exhibited oversensing after which, atrial tachycardia and atrial fibrillation episodes were observed. The patient was prescribed lenoxin. On (B)(6) 2013, the patient presented to the clinic complaining of shortness of breath. The patient would be monitored.